Event description:
It was reported that the subcutaneous right ventricular (rv) lead had high impedance and had a possible fracture. During the rv lead replacement procedure, the atrial and left ventricular (lv) leads dislodged. The rv and atrial leads were explanted and replaced. The lv lead was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: product ID 6996sq-58 lead, implanted: (B)(6) 2005. Product ID 4194-88 lead, implanted: (B)(6) 2005. (B)(4).